Manufacturer narrative:
Section a: patient information was requested but not provided. Section d: device information was not provided; the UDI is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through medwatch that the patient arrived at the clinic on (B)(6) 2024 with damage to their modular cable. Their primary and backup system controllers also had damage to the power connectors. The modular cable and both controllers were replaced. An intervention to prevent permanent impairment/damage was required.

Manufacturer narrative:
Medwatch (B)(4) received 11dec2025. Manufacturer's investigation conclusion: the reported event of damage to the system controller power cable connector could not be confirmed. Provided information indicates the patient arrived at the clinic on (B)(6) 2025 with damage to both primary and backup system controllers. The heartmate 3 system controller was not returned for analysis, and no photos of the reported damage were submitted for review. No alarms were reported and no log files were submitted for review. It was stated that the system controller was exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported damage to the system controller was unable to be conclusively determined through this investigation. No serial or lot number was provided by the customer to perform a device history record review. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.